Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 10 unopened vtb042525 from lot number 0000198257. Visually checked files using microscope. No visual manufacturing defects or markings noted on files. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the files using tm-0061 on nikon 4 according to the specification on (B)(4). A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a profile vortex blue file broke during use. It was noted there were no injuries to any patient's. However, details on if the broken piece was removed is unknown.